Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14613 and 3005099803-2013-14614 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution clip devices were used during a procedure. According to the complainant, during the procedure the resolution clip was deployed inside the patient but the clip would not detach from the catheter. A second clip was used, but it also would not release. Both clips were pulled out. The procedure was completed with a third of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Although the exact event date is unknown, it was reported to have happened during the week of (B)(6) 2013. Reported event of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. Problem as reported could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14613 and 3005099803-2013-14614 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution clip devices were used during a procedure. According to the complainant, during the procedure the resolution clip was deployed inside the patient but the clip would not detach from the catheter. A second clip was used, but it also would not release. Both clips were pulled out. The procedure was completed with a third of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Additional information received on (B)(6) 2013: the procedure was an esophagogastroduodenoscopy (egd) performed on (B)(6) 2013.